Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller's (aic) pressure transmitter holder was broken. The device exhibited a low purge alarm when the staff opened the purge cassette door to troubleshoot this issue. The device was replaced with another aic and the procedure was successful. No report of patient harm or injury related to this malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of the device evaluation is unknown. The device was returned for evaluation. Device analysis: a physical inspection of the purge assembly revealed that the purge disc retainer had broken off. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.